Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked y-site is confirmed, but the exact cause could not be determined. One 22 ga x 0.75 in safestep infusion set with a y-site was returned for evaluation. A functional test to determine the location of the leak was conducted by infusing water into the proximal luer of the device using a 12 ml syringe proved the white luer at the y-site to leak during infusion into the proximal luer. A microscopic observation revealed two cracks at the white y-site luer, one near the molding parting line and one a quarter turn from the first crack. The cracks occurred at the interface between the white cap and the clear housing. The complaint of a cracked y-site is confirmed; however, an exact cause could not be determined. Potential causes of failure include unknown environmental factors or storage conditions affecting material properties. The root cause of failure could not be determined at this time.

Event description:
It was reported that leakage occurred from the y site. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that leakage occurred from the y site. There was no reported patient injury.